Event description:
Account claims probe continued to fire when surgeon got off foot pedal.

Manufacturer narrative:
The unit was returned for investigation. The unit was returned with the suction tube and the cable cut. Physical examination of the returned probe determined that all components were in place as per design and manufacturing specifications. The unit was opened at the pcb board area to inspect the interior components of the probe. It was confirmed that the dome switches had vented tape as requested on print for the disposable cable assembly. It was also found corrosion on the awg wires soldered to the pcb board. The related potential failure modes are the unit does not turn off or buttons keep activated. The root causes for the first are inconsistent adhesive application during assembly of electrode and ceramic, inconsistent glue application during assembly of outer lumen and tip assembly, and stack up discrepancy between outer lumen and tip assembly; which all may cause a short circuit due to water ingression. The corrosion observed suggest that the unit was exposed to water or humidity. A water leak test was performed and it was determined that there were no leaks at the mating area between the outer lumen and the tip assembly. The results of the leak test make us discard glue application and stack up analysis as the root cause of the reported event. The reported condition could not be duplicated/confirmed.